Event description:
Consumer was hospitalized on 2 occasions for uti kidney infections after incontinence garments usage. Consumer received IV zosyn in the hospital and prescribed oral antibiotic for 5 days upon discharge.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.